Event description:
The patient's lawyer informed us about this issue. He reported wear of the uhmwpe material within a short time period of implantation. The revision surgery will take place today ((B)(6) 2012).

Manufacturer narrative:
We are already in contact with the surgeon to get more information to perform an investigation (e.g. X-ray images, complaint sample). This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link sled endo-model, tibial component also is marketed in the u.s., link is submitting this MDR to ensure full compliance with 21 cfr part 803.